Manufacturer narrative:
Two (2) actual samples were received for evaluation. A visual inspection on the first sample was performed with the naked eye which noted that the tubing was separated from the female connector main body. The second sample had a visual inspection with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause for the tubing separating form the female connector and main body was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. Devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) transfer sets had twist sleeves that "fell off" from the silicone tubing. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.